Event description:
After first cervical c5-6 surgery which doctor used pro disc c vivo implant 5 mm continued to have pain. Pain was intense at times; felt like neck was catching, very tight, pulling feeling down into traps but also up the neck. Numbness and weakness came back. Within 5 months with images proving that the artificial disc had migrated. The disc was too large and not placed properly during surgery. Was also told by surgeon I got a size small artificial disc when in fact it was a size medium that was placed instead. I got final report from centinel spine the manufacturer of the disc confirming size and migration of my disc. (B)(6) 2024, I had to get a revision at c5-6 with fusion now. Due to the back-to-back surgeries and trauma to my neck in short period of time caused severe damage at the upper levels c3-4 c4-5, but on opposite sides. I am now getting fusions done in (B)(6) 2026 by a different surgeon. My original surgeon unexpectedly up and left (B)(6) in (B)(6) without notifying any patients. I have report from manufacturer now report number: 3007494564-2024-00090; device sequence number: (B)(6); UDI-device identifier (B)(4); UDI-public: (B)(4). Device was returned to centinal spine.